Manufacturer narrative:
The reagent lot number is 844594, with an expiration date of 31-jan-2026. The field service engineer (fse) inspected the analyzer, replaced several tubing sections along with the sample and reagent probes, adjusted the liquid-level detection (lld), verified the functionality of the pinch valves, and checked for dust in the detection area. Additionally, he conducted successful mechanical and instrument checks. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result from six patient samples tested on the cobas e 411 analyzer (disk system). One example of discrepant results for one patient sample was provided: the initial result from the analyzer was 111.3 pmol/l. The repeat result from another laboratory was 69 pmol/l.

Manufacturer narrative:
The investigation determined that a component failure had caused the event. The investigation determined that the service actions resolved the issue.